Event description:
Olympus was informed that during a less total laparoscopic hysterectomy procedure, problems were encountered with the instrument. The physician stated that a puff of smoke was observed when he pressed the purple button (during output activation) and the instrument stopped working. The physician had only been using the device for a short period of time (typical bites of uterine pedicles). A probe damage error was displayed and they were unable to continue the procedure with this instrument. The procedure was completed with a replacement instrument. No pt harm was reported.

Manufacturer narrative:
Olympus rec'd the thunderbeat hand piece for evaluation. The teflon pad was found melted and worn off from the distal end. A charred stain was observed on the probe. The device was sent to OEM for further evaluation. A supplemental report will be provided, if any new info is available.